Event description:
The customer reported their finger became caught while closing the drawer of the mts 24 place centrifuge, causing the finger to bleed. The customer indicated that a pen was used to open the drawer in order to release their finger; the stop button did not function. The wound was cleaned and treated. The injury to the finger was not serious enough to warrant medical attention. There was no exposure to blood borne pathogens.

Manufacturer narrative:
The investigation revealed the customer was not wearing gloves at the time of the incident. The portion of the drawer that wounded the customer did not contain blood. The gel cards for antibody screen were inside the centrifuge; however, the centrifuge was not spinning at the time of the incident. No serious injury was reported. A malfunction of the instrument was not identified. This customer has not logged any complaints against this instrument since this incident. Incident is isolated.